Event description:
It was reported that a pt underwent a total pelvic floor repair in (B)(6) 2010. The pt developed a fever and vaginal discharge and was admitted to the hospital during (B)(6)2010. The pt underwent removal of the posterior mesh and a pocket of infection was discovered which was positive for strep. The pt remains hospitalized. Additional info has been requested.

Manufacturer narrative:
(B)(4) - infection occurred: conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.